Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported that while using another company's 1.5 balloon and having an extremely difficult time in seeing the markers, the physician hubbed out the balloon. There is only so much room to push the balloon, and they kept looking for the markers, but were unable to see them, he then reached the hub. It appeared that the end of the left anterior descending had perforated and the balloon floated into the pericardial sack, although this was not noticed until after the patient died 90 minutes post procedure when reviewing the film. A 3.0x28 mm promus stent was also implanted during the procedure. Approximately 90 minutes post the procedure, the patient developed a 'code 99', which appeared to be more of a respiratory arrest. The patient was intubated and given medication. Parameters became fairly stable and the patient was transferred to the ICU. Shortly after the transfer, the patient developed bradycardia and became pulseless, having 'pea'. Resuscitation attempts were unsuccessful. No additional information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Death, as noted in the promus instructions for use and the risk assessment, is a known adverse event associated with coronary stenting. This known patient effect is not necessarily and indication of a product quality deficiency. Since there was no reported promus product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency.